Manufacturer narrative:
D4 lot number - unknown d4 primary unique device identifier - full UDI number is not available without lot identification h4 device manufacturing date - unknown without lot identification h3 device evaluation - without the opportunity to examine the complaint product, no conclusions can be drawn as to the root cause of the reported malfunction. Review of device history records and lot specific complaint history review are not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are required. Should the product be received a follow-up report will be filed.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the surelok posterior cervical system. During the final torque, the surgeon used the anti-torque tool on the screw head while tightening in the opposite direction of the nut. At that moment, the t-15 hexalobe torque driver (04-9097) broke. The broken piece was removed and the procedure continued. When attempting to use the tap to cut the thread for the screw with the desired size, it broke once it reached halfway into the screw's diameter, which was 12 mm and 3.5 mm in diameter. The broken part of the tap was easily removed from the patient. The surgical team proceeded by using a drill to complete the trajectory, and since one of the features of the posterior cervical screw is that it is self-tapping, the screw was able to engage and advance properly once the initial pathway was prepared. The procedure was completed with just a two minute delay and no harm to patient.

Manufacturer narrative:
This submission is a corrected follow up report to MDR number 32005739886-2026-00008. The original MDR was submitted on 01/09/2026 but was later determined to have been submitted in error. During post submission review, it was identified that the initial MDR was triggered based on incomplete or misinterpreted information. Specifically, the original report incorrectly suggested that the device/event met MDR reporting criteria. Subsequent investigation confirmed that the event did not meet the threshold for reportability and therefore the original submission should be disregarded. The originally reported event did not involve a death, serious injury, or malfunction likely to result in serious injury or death if it were to recur. Updated investigation findings indicate that the original MDR trigger was based off complaint history for an incorrect part number. We respectfully request that the FDA annotate the original MDR as "reported in error" and reference this corrected submission.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the surelok posterior cervical system. During the final torque, the surgeon used the anti-torque tool on the screw head while tightening in the opposite direction of the nut. At that moment, the t-15 hexalobe torque driver (04-9097) broke. The broken piece was removed and the procedure continued. When attempting to use the tap to cut the thread for the screw with the desired size, it broke once it reached halfway into the screw's diameter, which was 12 mm and 3.5 mm in diameter. The broken part of the tap was easily removed from the patient. The surgical team proceeded by using a drill to complete the trajectory, and since one of the features of the posterior cervical screw is that it is self-tapping, the screw was able to engage and advance properly once the initial pathway was prepared. The procedure was completed with just a two minute delay and no harm to patient.